Manufacturer narrative:
If implanted, give date: 2012. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted in the dfu. (B)(4).

Event description:
Same patient as 2134265-2014-01493. It was reported via voluntary medwatch #(B)(4)that stent thrombosis occurred. Original stents placed on 2012 promus element plus 2.5x16 and 3.0x32 from mid to prox lad. Discharged on asa and effient. However, he quit taking asa due to esophageal irritation. Was seen in the office on 2013 and told to restart asa. Since then, only cio fleeting chest pain with exertion, but follow up stress test on 2013 high risk. On 2013 elective cath/pci. Home med list does indicate asa 81 mg, last dose on 2013, and effient last dose on 2013 am. Films reveal 100% thrombotic occlusion of previously placed stents in mid to prox lad. Dilated with 2.5x15 emerge otw, thrombectomy performed, and a 3.5x22 resolute integrity rx placed in mid to prox lad. Pt did well, and discharged with asa increased to 162 mg, and effient.